Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 680 mg/dl, which was treated with manual injection. Blood glucose was lowered to 500 mg/dl and then to 300 mg/dl. Customer was not able to view sensor calibration information; customer was only able to view lines. Customer reported that sensor was not working. Customer was transferred to the sensor department.